Event description:
A nurse reported that a vitrectomy probe would not cut during surgery. A new probe was opened and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Two lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. The customer returned one 23 gauge probe for not cutting during surgery. The sample was visually inspected and found to be conforming. The sample was functionally tested and found to be conforming for aspiration and nonconforming for cut (does not actuate properly; stuck in port). The probe was disassembled and the components inspected. There was a slight resistance when removing the inner cutter from the needle. The inner cutter exhibited a slight bend. The inner cutter shaft exhibited heavy wear marks at the bend area. The cutting edge of the inner cutter exhibited nicks and heavy wear marks. The root cause was the probe with a bent inner cutter and a worn/damaged cutting edge. (B)(4).